Manufacturer narrative:
Event date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 71 mm diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up on an unknown date. The main body of the stent graft was explanted because of a suspected type IV endoleak. It was noted that both limbs and the supra renal stent were left in place. It was noted that the explantation resolved the endoleak and that the product will be replaced in the future by an mdt product. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary; from the examination of the returned device and clinical information provided, the cause of the aaa expansion could not be determined. No stent graft integrity issues were observed from the single returned device, and the explant analysis did not reveal any stent graft characteristics that could explain the reported increasing aaa size. The cause of the reported type IV endoleak or the source of any other endoleak which may have led to the aaa expansion could not be determined. Lack of films did not allow for a review of the patient¿s anatomy, stent graft in-vivo configuration during the implant duration, as well an assessment of any potential endoleak. If information is provided in the future, a supplemental report will be issued.